Event description:
Reportable based on device analysis completed on 12-oct-2020. It was reported that crossing difficulties were encountered. The non-totally occluded, eccentric target lesion was located in the severely tortuous and moderately calcified obtuse marginal artery. The lesion contained a bend between 45 and 90 degrees. An 8 x 2.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable. However, returned device analysis revealed hypotube detachment. It was further reported that the lesion was within 80-90 degrees bend. The shaft broke while trying to push the device inside the patient during the procedure.

Manufacturer narrative:
B5 - describe event or problem updated. Device evaluated by MFR.: p select ous mr 8 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 52cm distal to the distal end of the strain relief . Multiple hypotube kinks were also identified. A visual examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device evaluated by MFR.: p select ous mr 8 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 52cm distal to the distal end of the strain relief . Multiple hypotube kinks were also identified. A visual examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12-oct-2020. It was reported that crossing difficulties were encountered. The non-totally occuded, eccentric target lesion was located in the severely tortuous and moderately calcified obtuse marginal artery. The lesion contained a bend between 45 and 90 degrees. A 8 x 2.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable. However, returned device analysis revealed hypotube detachment.